Event description:
A high blood glucose level was reported, though the specific value was unknown and displayed as "high". Cause was not known. The customer took corrective actions by drinking water, avoiding eating, and moving around, and was also instructed by technical support to perform several checks including site, tubing, and infusion set inspections. The caller was advised to replace supplies as necessary and resume insulin.